Event description:
Boston scientific received information that this patient presented in the emergency room due to their device beeping. Upon the interrogation of this cardiac resynchronization therapy defibrillator (crt-d) the fault code 1003, voltage too low for remaining longevity, was noted. The patient was dependant, however the device was currently pacing appropriately. Technical services advised the replacement of this device. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.